Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a company representative (rep) regarding a new pump that was not implanted. During a pump implant, when the physician interrogated the pump, it displayed "new pump" and that alarms had been triggered. When the logs were reviewed, a motor stall had occurred on (B)(6) 2014 and recovered on (B)(6) 2014. They chose not to implant that pump and implanted another one. The pump was returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.